Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent delivery system was unable to cross the lesion. The "tight" target lesion was located in the severely calcified mid left circumflex artery. Pre-dilation was performed with a 2.5x20mm semi-compliant balloon the 3.5x20mm promus element coronary drug-eluting stent system was advanced into the patient, but was unable to cross the lesion. The procedure was not completed for an unspecified reason. There were no patient complications reported and the patient's status is stable. However, device analysis revealed the stent was damaged.

Manufacturer narrative:
(B)(4). Device is combination product. Visual and microscopic examination of the returned complaint device identified distal stent damage. Stent struts on distal row 1 were raised. The outer diameter of the stent met specifications. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).